Event description:
Additional information received reported that the patient was still had concerns about their device or therapy, but they had not sought further help. It was also noted that the patient was "going to wait until it was time to install a new device" and his "only charges to half full". Another note stated "it went to a full charge last night so the device might be ok again". The patient wanted to "give it some time". No further information was received.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an implantable neurostimulator (ins) had been losing its charge faster than when it had been new. The ins was stated to only charge half way. About a week later it was reported that the battery was believed to be dead and that "it didn't even hold a charge anymore." Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37092, lot# 280460001, implanted: (B)(6) 2011, product type accessory; product ID 355531, lot# n295674, implanted: (B)(6) 2011, product type screening device. (B)(4).